Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the capacitor needed to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer ordered a replacement therapy capacitor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced therapy test failed. There was no report of patient involvement.